Event description:
It was reported that the right ventricular (rv) lead unipolar impedance was higher than the bipolar impedance, there were a high number of low impedance paces and a lead warning and polarity switch occurred. It was also reported that the patient was experiencing some pocket stimulation with unipolar pacing, the lead was not sensing when in bipolar pacing configuration and insulation failure was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).